Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged the pump having crack in case back side of pump. The insulin pump p-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. Pump received with missing retainer ring. Therefore, unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case corner of belt clip rails, broken reservoir tube lip, missing reservoir tube o-ring. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when detached retainer and cracked case corner of belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump was cracked. No harm was required during medical intervention. The insulin pump was returned for analysis.